Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob was requested but not provided.

Event description:
The customer reported that the nurse initiated a lasix 100ml infusion at 4:20 p.m. Approximately 10 minutes later the nurse returned to the patient's room to find that the lasix infusion bag was empty. Clinical engineering performed a rate accuracy test with the following results: pump module test result: failed; vpmr: 174.3; vtbi: 12ml; rate: 500ml/hour; expected weight (B)(6); actual weight: (B)(6); acceptable error +/-3.400%; actual error: -4.8333%. There was no report of patient harm.

Event description:
The customer reported that the nurse initiated a lasix 100ml infusion at 4:20 p.m. Approximately 10 minutes later the nurse returned to the patient's room to find that the lasix infusion bag was empty. Clinical engineering performed a rate accuracy test with the following results: pump module test result: failed; vpmr: 174.3; vtbi: 12ml; rate: 500ml/hour; expected weight 12.000 grams; actual weight: 11.42 grams; acceptable error +/-3.400%; actual error: -4.8333%. There was no report of patient harm.

Manufacturer narrative:
The customer's report of an over-infusion was not confirmed. Physical inspection showed no anomalies. The device event log showed no anomalies; the device was programmed at a rate of 4ml/hr with a vtbi of 100ml. Function testing showed no anomalies. The device passed rate accuracy testing. The root cause of the customer's report was not identified.